Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue stemmed from broken spring on the solenoid plunger. The field service engineer addressed the shutdown device by removing the drawer and replacing the spring. After reinstalling the drawer into the device and rebooting it, the issue was successfully resolved. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system cubie drawer failed while retrieving certain medications, resulting in a delay in patient care. The customer reported that the removal of certain medication coincided with the onset of the issue, which subsequently caused a delay in the dispensing of the medication to the patient. They were able to retrieve the necessary medication from an alternative drawer. There were no adverse events or injuries reported based on this incident.